Event description:
Unbearable pain [pain]. Weight bearing related complaints at the right knee [weight bearing difficulty]. Cannot sleep anymore [insomnia], walking impaired [gait disturbance], severe pain in the hip [arthralgia], swelling in the area of the left hip joint [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a pt, demographics not provided and initial unk. The pt's medical history was not provided on (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, route and dosage regimen not provided in the left hip. The lot number was not provided. On (B)(6) 2012, the pt could not sleep anymore and there was swelling in the area of the left hip joint. On (B)(6) 2012, the pt consulted the physician and had severe pain in the hip with waling impaired. There were no signs of an infection. On (B)(6) 2012, the pt was admitted to the hosp because of the unbearable pain. On (B)(6) 2012, the pt was released from the hosp. On (B)(6) 2012, the events of swelling in the area of left this joint and severe pain in the hip improved considerably. It was reported that the symptoms attributed possibly to an allergic reaction towards synvisc. On the same day, the pt had weight bearing related complaints at the right knee the action taken with synvisc treatment was not provided. The outcome for the events of weight bearing related complaints at the right knee, cannot sleep anymore, walking impaired and unbearable pain was not provided. Concomitant medications were not provided. The intensity for the events of weight bearing related complaints at the right knee, cannot sleep anymore, walking impaired, unbearable pain and swelling in the are of the left hip joint was not provided. The relationship between synvisc and the event of weight bearing related complaints at the right knee was not provided by the reporting physician. This is 1 of the 2 reports from the same reporter regarding het same pt. The total list of cases reported by this reporter are (B)(4).

Manufacturer narrative:
Add'l info was received on (B)(6) 2012 in the form of qa (quality assurance) investigation results. Eval summary; the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individual responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.